Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. Imagery was returned and reviewed and revealed calcium deposits on the thv leaflets. The reported event does not allege a device malfunction that could be related to a manufacturing deficiency therefore, a DHR and lot history review was not performed. An existing technical summary applies to this event therefore a lot history and complaint history review was not completed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The valve was implanted 5 years or greater with structural valve deterioration (calcification), therefore, a complaint history was not required. The following instructions for use (IFU) were reviewed: ascendra 3 delivery system with sapien thv, us). No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case; the device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. No further action is needed. The complaint for valve calcification was confirmed based on provided imagery whereas the complaint for valve increased gradients was unable to be confirmed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, the 23mm sapien valve failed approximately 8years 10months post procedure due to stenosis. A valve in valve (viv) procedure and a 20mm sapien 3 ultra valve was placed with no complications. Per additional information, the peak/mean gradient was 63 mmhg and 10 mmhg prior to and after the viv, respectively. Per reviewed imagery, calcified leaflets were visualized on the sapien thv for valve calcification: per the instructions for use (IFU), structural valve deterioration (calcification/stenosis) and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may manifest as stenosis with thickened leaflets, with bioprosthetic tissue as a common failure mode. The causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Due to insufficient information provided, a definitive root case was unable to be determined at this time. For valve increased gradients: elevated gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm), subvalvular stenosis (e.g. Calcified tissue), nonstructural dysfunction (pannus growth), or thrombosis (blood clot formation on the valve). In this case, calcium deposits noted on the bioprosthetic tissue, through imagery review, likely contributed to the development of stenosed valve by leading to leaflet thickening. Thickened leaflets would in turn result in elevated gradients, by causing a reduction in the effective valve orifice. However, given the inferior quality of imaged leaflets, alternate patient factors potentially contributing to the gradient increase cannot be ruled out at this time. As such, available information suggests that patient factors (calcification) may have contributed to the reported event. However, a definitive root cause was unable to be determined. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, the 23mm sapien 3 valve failed approximately 8years 10months post procedure due to stenosis and a valve in valve (viv) procedure was completed with no complications. The baseline peak/mean gradient upon valve deployment (at implant) was 63 mm and the current peak/mean gradient at the time of this report was 10 mm.